Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with normal operating currents. No unexpected power loss alarm noted. However, replace battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump alarmed power loss. Customer cannot recall their blood glucose reading. Customer changed the set and everything else but the issue reoccurred. Insulin pump will be returning for analysis.